Event description:
It was reported by the affiliate during an unknown procedure, that there were misformed clips that did not close correctly. Take new instrument. No further information is available. There was no adverse patient consequence. One device returning.